Event description:
A non-healthcare professional reported that after the patient had an intraocular lens (iol) implanted in 2021 and the patient underwent semi-annual examination, it was discovered that a glistening had formed. The patient would like information on whether this is normal or if anything can be done about it. Additional information has received it stated that the patient reported that she was first diagnosed with glistening in (B)(6) 2025 during her six-monthly ophthalmologist appointment. In (B)(6) 2021, she had the iol implanted, after she had an iol with an incorrect diopter implanted in (B)(6) 2021 and a tear in the iol was also detected during the operation. Since her right eye has already been operated on twice and a secondary cataract was also lasered and there were also some complications during the 2nd operation, the change is currently the last possible option for her. She would just be interested to know if there are any tips on how she can act to prevent further progression or if there is any research into whether the formation of microvacuoles can be stopped. So far, she has mainly been affected by driving in the dark. Additional information has received it stated that the patient was implanted with non-company lens in october. It had a tear and was then explanted in december and replaced with an company iol.

Manufacturer narrative:
This report originally filed as (B)(4). The manufacturer internal reference number is: (B)(4).